Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. No intervention was performed. The patient was in good condition throughout the event.